Event description:
A pt had a cy0pher 3.5x23mm placed in the lad. Five months later, the pt experienced shortness of breath and a second stent, also a 3.5x23mm, placed to overlap the first, either distally or proximally, for treatment of a new lesion. Twenty-three months after receiving the second cypher, there was also reportedly restenosis found on either the distal or proximal end of the first placed stent (not the are of overlap), for which the pt was scheduled to have another cypher stent placed. During placement, the first 3.5x23mm cypher was found to have 50-70% blockage and was treated with the placement of another cypher stent.

Manufacturer narrative:
The pt stated she had a heart attack in 04 with a blood clot, which led to her getting the cypher stent. She said when she had the sob, they found new blockages in the lad and another artery, which they ballooned and placed the second 3.5x23mm cypher in the lad, overlapping the first. Per the pt, when the third cypher was placed for the restenosis of the first, the physician thought there may have been a litle bit of scar tissue present. The pt stated she now felt better, particularly in her legs. The pt reported taking crestor 20mg/day, altace 5mg/day, plavix 75 mg/day, foltex 1mg/day, and 325 aspirin and fish oil as supplements. Both cypher stents are being reported because it is unk if the restenosis of the first cypher was within 5mm of the second cypher, which would be considered peri-stent restenosis. Please note that this report applies to two products with the same catalog and lot numbers. The products are not available for eval and testing.